Event description:
Following the initial surgery, the patient experienced more pain than she experienced prior to undergoing surgery with the surgeon. On (B)(6) 2010, the surgeon performed a second surgery and rhbmp-2/acs was also implanted. Following the second surgery, the patient developed severe neck swelling and a severe infection in the wound area. Further following the second surgery, the patient experienced the same pain she experienced prior to undergoing surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.